Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter .(B)(4).

Event description:
It was reported that the patient was having problems with the pump and stated it wasn't working so a dye study was being performed. Reporter had no further details. Drug delivered via the pump was bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.